Event description:
The customer's mom called in to report that her child was hospitalized due to diabetes ketoacidosis. She states that her son was playing baseball and began to vomit. She states that he had vomited five times since the baseball incident and that is what alerted her to take him to the emergency room. The doctor explained that her son's ketones were extremely high. The customer's blood glucose level was 438 mg/dl. The customer's mom said that her son was fine the night before and he woke up feeling ill the next morning. The customer's mom noted that there were excessive no delivery alarms and a bent canula. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.